Event description:
The pt contacted lifescan alleging that their one touch ultra meter was prompting the error 5 message. The medical affairs specialist mailed a letter since the pt could not be reached. The pt did not allege harm. They attempted to test; however, they obtained error 5 messages. They visited a clinic due to the error 5 messages and a 519 mg/dl was obtained on an unknown device two hours following the error 5 messages. They described feeling terrible, unable to see, and having the shakes during the time of concern. They reported being treated intravenously. Based on the information proivded, the pt experienced injury and medical intervention due to the meter. The pt may have avoided elevated blood glucose levels and treatment if they had been able to obtain a blood glucose result. The customer care representative verified that the pt was using the correct testing techniques and the test strips were in good condition. The ccr walked the pt through a retest and the pt was unable/unwilling to indicate if the error message was resolved. Based on the information supplied by the pt, there is no indication that the product malfunctioned. However, the event meets the criteria for a medical device reportable due to the adverse event. The meter, test strips, and control solution were replaced.